Event description:
The customer was hospitalized for high bgs. It was indicated that the customer was vomiting. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited.